Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Customer cleared the alarm and resumed insulin delivery each time. Customer declined troubleshooting with tandem technical support and declined to provide further information.